Event description:
Reporter noted unit did not work before the case, and had to be rebooted during phaco; five minute delay. Subsequent information stated that a posterior capsule tear occurred because of patient movement; not related to product performance. Vitrectomy performed. Prognosis reported as good. Surgeon felt it could cause injury if it recurs.